Manufacturer narrative:
Intuitive surgical, inc. (Isi) has requested that the endowrist stapler 45 instrument be returned for evaluation, but it has not yet been returned. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received. A review of the site's complaint history does not show any additional complaints related to this product and/or this event. No image or video was provided for review. A review of the instrument log for the endowrist stapler 45 instrument (part# 470298-11/lot# t10180111 0037) associated with this event has been performed. Per logs, the instrument was last used for a procedure on (B)(6) 2022 using system sk1698. The instrument had 3 remaining usable lives with no subsequent use recorded. A review of the site's system logs for the reported procedure date was conducted by a isi advance failure analysis (afa): the logs show that endowrist stapler 45 instrument (part# 470298-11, lot# t10180111-0037 was installed 3 times, all using blue reloads. On the first install, the system detected the blue reload and the instrument clamped/fired/unclamped successfully per the logs. On the second install, the system did not detect the reload color, and the user manually selected a blue reload color via the ssc (surgeon side console) touchpad. This install had 3 incomplete clamps and no successful clamps, therefore no firing was attempted. The third install also had the user manually select a blue reload color via the ssc touchpad (reload color not detected by system), and the instrument had 1 incomplete clamp with no successful clamps, and did not attempt a firing. This complaint is being reported due to the following: during a da vinci-assisted radical cystectomy with neobladder surgical procedure, there was alleged "tissue crushing" on the small intestine without the stapler being triggered. The procedure was completed with a backup instrument. The severity of the injury related to the "tissue crushing" is unknown. It is also unknown if the intra-operative complication required any medical intervention. At this time, the cause of the intra-operative complication and customer reported failure more is unknown.

Event description:
It was reported that during a da vinci assisted radical cystectomy with neobladder surgical procedure, the endowrist stapler 45 caused "tissue crushing" on the small intestine without the stapler being triggered. The procedure was completed with a backup instrument, without patient injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter on 18-jan-2022, and obtained the following additional information regarding this event: the instrument was inspected prior to use and there was nothing out of the ordinary observed at the time. The surgical task performed at the time of the event was a bowel section to make a neo-bladder. The stapler reload color installed when the event occurred was blue. This particular reload was used because it was for stapling a healthy tissue. The reload will not be returned as it was used with another stapler. The stapler instrument was on the 47th use out of 50. The issue occurred on the second fire. An error message "instrument not recognized by the robot" appeared. The surgeon did not encounter any obstructions such as clips, staples, or other hard material between the instrument jaws. No buttress material was used. There were no malformed staples. The tissue was not calcified or exposed to any radiation or chemotherapy prior to the procedure. There was no tissue tension or tissue bunching. The holding time during the stapler clamping sequence is unknown. During the stapler clamping sequence, the surgeon did not receive an unclamp failure following an aborted clamp attempt. The jaws were not stuck on the tissue. No photographic images of the device or a video recording of the procedure are available. No patient information was provided.

Manufacturer narrative:
On 28-feb-2022, intuitive surgical, inc. (Isi) received the following additional information about the reported event from a nurse at the site: the small intestine was completely clamped in the stapler. According to the surgeon, tissue was damaged. No additional medical intervention was performed, except for replacement of the stapler.

Manufacturer narrative:
Based on a re-evaluation of the complaint information, this complaint has been reclassified as an "adverse event and product problem" rather than just an "adverse event" as previously reported that during a da vinci assisted radical cystectomy with neobladder surgical procedure, the endowrist stapler 45 caused tissue crushing in the small intestine without the stapler being triggered, which could potentially be related to a product problem. The issue occurred on the second fire. An error message "instrument not recognized by the robot" appeared. If additional information is received, a follow-up MDR will be submitted. Corrected information can be found the following field: b1 updated to " adverse event and product problem" from "adverse event".

Event description:
Refer to h10/h11 for follow-up information.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
On 20-apr-2022, intuitive surgical, inc. (Isi) received the following additional information from failure analysis of the endowrist stapler 45 instrument: failure analysis investigations confirmed but did not replicate the customer reported complaint. The endowrist stapler 45 instrument was placed on a system using a new stapler reload. Initialization passed several times. No error messages appeared. The instrument was driven and was able to move intuitively. Fire and clamp function performed without issue at different wrist angles. Staple formation was proper.